Event description:
It was reported that prior to the start of a da vinci-assisted surgical gastric bypass procedure, the customer informed the technical support engineer (tse) an arm not free to move message, obstruction near arm message on the screen for arm 2. The customer also informed onsite was disconnected (separate service request to be created). Prior to calling, customer power cycled the system, replaced the draped, and confirmed no arm obstructions were present. The system logs were available during the call. The tse inquired if any areas of the drape are binding the arm and the customer confirmed there was not. The customer performed numerous hard reboots/emergency power off¿s on the patient side cart with no change. The customer elected to proceed using 3 arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator due to "not free to move error message" not able to recover. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remote fe, the 23003 error was found indicating the arm was bumped or was otherwise restricted from moving properly; confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the back drive test was found to be failing due to stiffness on the pitch axis. The usm was then installed onto a pftp where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the pitch motor module and harmonic drive are consistent with the reported event and are the potential root cause for this issue.